Event description:
On (B)(6) 2012, the pt reported that he has been having issues with the up and down buttons on his infusion device not working correctly. He has to press the buttons several times to get them to respond. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
Infusion device was thoroughly checked. The up/down buttons do not operate. The printed circuit of the up/down flex connection is interrupted.